Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient's hospitalization for fluid volume overload (characterized by chest pain). Patients on dialysis are known to have fluid volume overload due to the kidney's inability to maintain fluid balance. Fluid volume overload can be associated with multifactorial causes. The patient was reportedly experiencing draining issues during pd treatments with the device which can put the patient at risk for fluid volume overload. It was reported the patient's doctor requested a replacement cycler as no other source for the drain issues were identified. Manufacturer product investigation is pending currently and therefore it has not been determined how the device was performing. Based on all the available information, the cycler cannot be excluded as a causal/contributory factor in this event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius technical support that the pd patient was hospitalized. During the call, the pdrn requested a cycler replacement after the patient experienced draining issues during use of the device. It was reported that the patient is able to drain manually and on other fresenius cyclers without any reported issues. It was also reported the patient's pd catheter (not a fresenius product) nor any associated fibrin or constipation was a source of the drain complications. As a result, the cycler was processed for replacement. In additional follow-up, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of chest pain and was hospitalized. Per the nurse, the chest pain did not occur during a pd treatment but was due to the accumulation of fluid. It was stated the patient had fluid volume overload due to difficulty draining during pd treatments. While hospitalized, the patient received pd therapy on a hospital cycler and recovered from the event. The patient was discharged home. No further information about the hospitalization is available. Per the nurse, the patient has received the replacement cycler and continues pd treatments without any further reported issues.

Manufacturer narrative:
Correction: b3, d10 (event date).